Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user not to perform dialysis in the same room as pets or animals. It states that ¿contamination of the fluid or fluid pathways can result if a pet or animal bites a solution bag or the disposable set. Contamination of any portion of the fluid or fluid path may result in peritonitis, serious patient injury, or death.¿ a review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (apd) patient experienced a breach in aseptic technique which resulted peritonitis. The breach in aseptic technique was further described as a cat bite in the patient line which eventually leaked. On the date of the event onset, the patient manifested fever, abdominal pain and had cloudy effluent. On that same day, the patient was hospitalized for peritonitis. Treatment details were not reported. Apd therapy remained ongoing. Five days after admission, the patient was discharged from the hospital. The patient¿s recovery status and outcome of the event were not reported. It was not reported if the patient had been retrained on proper aseptic technique. No additional information is available.